Manufacturer narrative:
The field service rep (fsr) could not duplicate the reported issue. The fsr did not find an issue with the sensor hardware. The customer is using sorin reservoirs which are curved. There is very little level detector pad contact. The manufacturer level detectors need full pad contact in order to work properly. The fsr recommended using the manufacturer's oxygenator with the flat surface for proper operation of the level detector system. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary (cpb) bypass procedure, there was n intermittent level of sensor alarm. The device was not changed out, as the customer switched to the disposable clip. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per clinical review, on (B)(6) 2014: during both set-up, priming, and cpb there were issues with level sensing monitoring. The perfusionist (ccp) was using a sorin synthesis oxygenator and reservoir and the reservoir is round and has no flat surfaces. First, during set-up, a number of level sensor pads would not adhere or came loose on the reservoir. The ccp placed sensor pads in both a horizontal and vertical orientation and the pads still would break away from the side of the reservoir (due to roundness). The sensors that did adhere, would at times, create false low level alerts/ alarms or coupling error messages. This might occur during priming and/or cpb. A number of sensor pads were used and due to the issues experienced, the level sensing in the end was turned off. These coupling issues have been experienced with this reservoir at the hosp in the past. The field svc rep (fsr) did visit the hosp after this procedure and found no functional issues with the level sensing system. The case was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.